Event description:
The complainant alleged during a routine shift check by a clinician, the device displayed a "shorted discharge" message. The complainant indicated that there was no patient involvement in the reported malfunction.